Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (displays error code when charging a battery pack) has been confirmed. As rec'd, the charger was resetting. Upon evaluation, the q1 current controlling transistor was thermally damaged on the bedside board and the y1 (10mhz smd crystal) component was internally shorted on the bedside board. The cause of the error code is the thermally damaged q1 component and internally shorted y1 components. The root cause of the thermally damaged q1 component cannot be positively identified. The root cause of the internally shorted y1 component cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) indicating that it displays an error code when charging a battery pack.